Manufacturer narrative:
No additional information available. A supplemental report will be send if addition information is provided.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an out of box defect. 1 of the helium tanks inside the 3 pack of refillable tanks was empty.